Event description:
It was reported that the patient with this right atrial (ra) lead was part of a system revision due to wound infection. Reportedly the patient presented to the emergency room (ER) with complaint of swelling, redness and intermittent draining from incision site a few days after the staples were removed. The patient was prescribed with oral antibiotics for ten days and advised for a follow-up with physician the next day. There were no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).